Event description:
Boston scientific received information that, during a revision procedure of the associated right ventricular (rv) lead, it was observed this right atrial (ra) lead had insulation damage, and was dislodged. The decision was made to explant and replace this ra lead during the same procedure. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed coil deformation. This type of damage is consistent with repeated stress over time. The reported allegation is likely the result of the lead damage observed by the laboratory.